Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that as the light port came undone, there was fluid invasion into scope. There was a 10 minutes delay of case. No adverse effects to patient.

Event description:
It was reported that as the light port came undone, there was fluid invasion into scope. There was a 10 minutes delay of case. No adverse effects to patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: fluid invasion into scope. Confirmed failure: dented/bent/broken shaft uneven illumnation/dark resolution probable root cause: ¿ laser welding seal failure ¿ distal/proximal window solder failure ¿ damage to optical train ¿ damage to needle ¿ damage to distal or proximal windows ¿ moisture intrusion ¿ end of life wear-out ¿ environmental disturbance: endoscope colder than dew point ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only) ¿ use error the failure mode will be monitored for future reoccurrence.